Event description:
A call to technical services was made on 09/20/2013 stating that patient was experiencing pacemaker mediated tachycardia and had a short run of ventricular tachycardia. There was oversensing noted on the ra lead. The lead was implanted on (B)(6) 2002 and is still in active use. The physician was dr.(B)(6) at (B)(6) institute in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).